Event description:
It was reported in a literature article that an angio-seal was used in a case control study. The article is titled "correlates and outcomes of retroperitoneal hemorrhage complicating percutaneous coronary intervention." The article is from the journal, catheterization and cardiovascular interventions 67: 541-546 (2006). Patients underwent percutaneous coronary intervention procedures (pci). The procedures took place between january 1992 and 2003 with 28,378 patients in the study. The 163 patients experienced retroperitoneal bleeding and of those 163 patients, 41.2% utilized the angio-seal for vascular closure. The physicians and the angio-seal platform used are unk. The implant and event dates are unk; however, according to the article, the angio-seal was introduced into the cleveland clinic in 1995. Therefore, the dates that angio-seals were deployed were sometime between 1995 and 2003. Add'l info was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.